Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ infusion set r 87 p with integrated 3-way stopcock and 7 cm tube had a loose closure and detached. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. 2 samples were received of IV set p 180 cm pvc stopcock l-l catalog 396357 with lot number 7062622. According to issue stated by customer ¿other: got detached/got loose and came off ¿. DHR for lot number 7062622 was reviewed and no qns or other events were related to the complaint stated by the customer. Material (B)(4) with lot number 7062622 was manufactured on march 07, 2017. According to sampling plan applied for product performance, this lot was accepted. During this lot number 126 samples were tested by pull test between tubing/drip chamber and 126 samples were tested by pull test between spike/drip chamber assemblies. This test is performed by qa tech, during this test no values out of specification or separation were found. All relevant information during the DHR review shown that meet all established manufacturing criteria. We could not determine the root cause and cannot confirm the issue stated by the customer due that we were not able to reproduce the defect on the samples and there are no retain samples to perform tests for evaluation. No corrective action it is required at this time.

Event description:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.